Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous pump exchange in november 2014 was reported under medwatch MFR# 2916596-2014-02227.approximate age of device - 4 months.no further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for suspected pump thrombosis with elevated lactate dehydrogenase (ldh) levels. His ldh was 1738u/l, which previously had been in the mid-600¿s u/l. An angiomax infusion was started. The patient had undergone a pump exchange in (B)(6) 2014 and the physicians did not want to perform a second pump exchange at this time. The patient was subsequently discharged home with ongoing lvad support. No additional information was reported.